Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads and missing o-ring (reservoir tube).

Event description:
Customer reported via phone call that the reservoir was damaged. Customer blood glucose reading was 154 mg/dl. Troubleshoot was performed. Customer stated that the reservoir damaged. The insulin pump will be returning for analysis.